Event description:
It was reported that the pt, implanted on (B)(6) 2013, met the criteria for implantation with a vibrant soundbridge before he was implanted. Immediately after the surgery, an additional hearing loss was determined. The pt is within the indication criteria for a ci now. The pt was re-implanted with a ci on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.